Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n276887001, implanted: (B)(6) 2011, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: n276887001, ubd: 2012-12-11 , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (30000 mcg/ml at 19000 mcg/day) and bupivacaine (8 mg/ml at 5 mg/day) via an implantable pump for unknown indications for use. It was reported that during a pump replacement procedure the catheter was cut. The proximal tubing was cut and the existing piece was removed and replaced with a new connector. The healthcare provider had discarded the portion of explanted catheter.  There were no environmental/external/patient factors that may have led or contributed to the issue. Diagnostic testing or troubleshooting performed was noted as being not applicable.  The issue was resolved.  The patient was without injury regarding their status as of (B)(6) 2021.  The patient's weight was noted as being approximately (B)(6) pounds.